Event description:
A baxter engineer did an on-site evaluation of a pump. During this evaluation, the pump's batteries were found to be damaged. It is unknown when this occurred or if there was any patient injury or medical intervention necessary. No additional information is available.